Manufacturer narrative:
Damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
It has been reported that 2 days before the recipient was seen, hearing performance with the device became worse and then there was no sound at all. There is no report of trauma or accident. The child is calm and not hyperactive. Re-implantation took place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It has been reported that the hearing performance with the device became worse and then there was no sound at all. It's unknown if there was a related trauma or accident.